Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a broken electrical contact at the distal end. The broken piece approximately 0.82mm x 1.86mm in size was not returned with the instrument. The instrument failed the electrical continuity test. Additional observation not reported by site that is related to the primary failure: the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.33mm x 2.95mm in size. This failure was investigated further and the instrument's housing was removed for inspection. There was no obvious visual damage observed and the cables appeared to be properly connected to the instrument energy identification board. The monopolar cable was pulled gently at the proximal end where it enters the main tube, and the cable was able to be removed with minimal resistance, and it appeared the cable had broken or disconnected from the contacts. The end of the cable was inspected, and it appears the percussive weld between the cable end and the contact base had failed. There were no loose wires observed. The contacts were inspected, and the broken tube adapter and contacts were confirmed. The one of the remaining contacts appears to exhibit twisting, and it seems probable that whatever event that broke the instrument tube adapter and the visible contacts also caused the weld on the contacts to be broken. The complaint regarding the energy not working was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure, the customer reported the monopolar cautery instrument would not work with energy. The procedure was completed with no reported injury.